Event description:
This report was opened to investigate a report of peritonitis after receiving information in 2009 that a separation occurred between the transfer set and the catheter and the patient was diagnosed with peritonitis. On the same day, the following information was obtained from the peritoneal dialysis registered nurse (pdrn): the pdrn did not know about transfer set separation until several days after it occurred when the patient called her and complained of abdominal pain. The pdrn suggested that the patient go directly to the hospital. The patient was admitted to the hospital the previous month, where a culture was performed and came back positive for peritonitis. Antibiotics were given orally, while in the hospital, because peritoneal dialysis (pd) catheter was not flowing well. The patient was released from the hospital four days later. Three days later, the patient developed leg pain and edema and was admitted to the hospital after developing deep vein thrombosis (dvt). The dvt resolved three days later. The leg pain and edema was resolving. The patient was released from the hospital that month. The pdrn did not have any additional details regarding the treatment for this patient at the hospital. The patient was never trained to perform pd therapy and never started pd therapy, although the catheter and transfer set had been placed. The patient was performing flushes of the catheter and the catheter clogged. A decision was made to remove the catheter. The patient elected not to pursue pd therapy, and continued with in center hemodialysis. In the same month, the pd catheter was removed and the patient started on hemodialysis.

Manufacturer narrative:
The sample was discarded by the hospital, and therefore not available for evaluation.